Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery rapidly depleted and pump shut off. Upon turning pump back on, a malfunction alarm (alarm 15) occurred. Customer's blood glucose was 394 mg/dl. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery issue could not be verified; alleged malfunction was verified.